Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -2.00/+4.0/014 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The surgeon reports the patient has excessive vaulting. Lens remains implanted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).